Event description:
This lv lead was capped and replaced due to high thresholds and the ICD was explanted and replaced due to it reaching eri. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.